Event description:
During an alif procedure, the tip of the low profile u-joint driver broke off in the head of the screw. The tip could not be retrieved and remains in the patient.

Manufacturer narrative:
Subject device is an instrument and is not implanted. No investigation could be performed, no conclusion could be drawn as no device was returned. Date of manufacture cannot be determined without a lot number.